Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/18/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. The iob duration feature is operating as designed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the insulin-on-board was not calculating correctly. The reporter advised she initiated a normal 4.0 unit bolus at 8:15 am. The reporter stated that at 12:45 pm the insulin-on-board showed 0.16 units. The time and date was confirmed correct. Troubleshooting by animas customer support confirmed there were no extended bolus delivered, no alarms, no loss of prime and no suspends. The reporter stated she did not make any adjustments to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged insulin-on-board issue remained unresolved with troubleshooting.